Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Biomet exceed cup has been implanted with depuy ceramic head and depuy corail stem. Please note: the relevant instruction for use for the polyethylene components states the following under warnings and precautions: do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure. Definite root cause of the reported event was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hip revision due to dislocation, subluxation and infection.